Manufacturer narrative:
The date was inadvertently submitted as 01/25/2021 in the initial MDR. The correct g3 date for the initial MDR is 2/05/2021.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a heater bag not detected message in step 3 of setup. The cycler was later able to detect the heater bag. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient called while still in treatment complaining of weakness on the left side of the body. The pdrn called emergency medical services (ems). The patient was disconnected from treatment, and then transported to the local hospital. The patient was admitted with a diagnosis of acute right ischemic cerebrovascular accident (cva). The patient was administered tissue plasminogen activator (tpa). The patient has residual effects to the left upper and lower extremities (unspecified). The patient was discharged from the hospital to a rehabilitation (rehab) facility on (B)(6) 2021 and transitioned to hemodialysis (hd) therapy. The patient will remain on hd therapy for at least three months during recovery. The patient¿s stroke was not related to use of the liberty select cycler, pd therapy, or other fresenius product(s). The patient had been hospitalized prior to this event for pericarditis. The patient¿s physician believes there is a correlation between the pericarditis and the stroke event. The patient does not have any history of prior stroke.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of stroke. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The pdrn stated the event was not related to use of the cycler or other fresenius product(s) and the physician believes there to be a correlation between the stroke and the patient¿s previous event of pericarditis. Stroke is common in all stages of chronic kidney disease and risk factors include cardiovascular comorbidities. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s stroke event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a heater bag not detected message in step 3 of setup. The cycler was later able to detect the heater bag. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient called while still in treatment complaining of weakness on the left side of the body. The pdrn called emergency medical services (ems). The patient was disconnected from treatment, and then transported to the local hospital. The patient was admitted with a diagnosis of acute right ischemic cerebrovascular accident (cva). The patient was administered tissue plasminogen activator (tpa). The patient has residual effects to the left upper and lower extremities (unspecified). The patient was discharged from the hospital to a rehabilitation (rehab) facility on (B)(6) 2021 and transitioned to hemodialysis (hd) therapy. The patient will remain on hd therapy for at least three months during recovery. The patient¿s stroke was not related to use of the liberty select cycler, pd therapy, or other fresenius product(s). The patient had been hospitalized prior to this event for pericarditis. The patient¿s physician believes there is a correlation between the pericarditis and the stroke event. The patient does not have any history of prior stroke.